Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was returned and evaluated. The safety clip was missing upon receipt of the sample. The handgrip had been partly triggered for 125mm and the system had been completely separated from the handgrip. The distance from the sheath connector to the oval handle was 140mm. The stent shifted distal 3mm. The inner catheter and filling material protruded 2mm from the tip of the outer sheath. It can be confirmed that the system was clipped out of the performaxx grip proximally upon receipt of the complaint sample. It can, however, not be determined when and where this had occurred. The detachment of the proximal luer adapter (blue port) from the performaxx grip may have been caused by the exertion of inappropriate, excessive force during the flushing procedure. This may have been prevented by placing a thumb over the proximal luer port while attaching/detaching the syringe during flushing as stated in the IFU. This application represents an off-label use for this device. The current information for use for this device states: the luminexx 3 biliary stent is indicated for use in the treatment of biliary strictures resulting from malignant neoplasms. The current information for use for this device states: "during system flushing, ensure that the delivery system does not become inadvertently detached from the multifunctional handle at the proximal luer port. Detachment can occur due to application of excessive force. Placing a thumb over the proximal luer port, while attaching/detaching the syringe during flushing, will prevent unintended detachment".

Event description:
It was reported the stent failed to deploy during a procedure to place a stent in the common iliac bifurcation. The access site was the right femoral artery. It was reported the doctor clicked the deployment system a number of times, but the stent did not deploy. It was noted that the "blue part came undone, and the back part may have popped out". There was no patient injury reported.